Event description:
Hospital advised that a system was set up with four channels. A 50 cc bottle of cyclosporin was hung and set up to infuse at a rate of 35cc/hr on channel b. The infusion was set up at approximately 8:00 a.m. As a primary infusion using the delayed start mode. It was programmed to start infusion at 9:00 a.m. Between 9:15 a.m. And 9:20 a.m., nurse heard an alarm, went into the room, and determined the unit was alarming air-in-line. She observed that the bottle and the tubing were empty of fluid. Nurse clinician checked set up and observed that the flow stop and roller clamp were fully closed. There was no patient consequence.